Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection of the set showed blood at the connection between the male luer and the maxzero. Examination under magnification showed no damages or anomalies with the connection. Functional and pressure testing resulted in fluid flowing freely with no signs of leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that near the end of a blood transfusion, a leak was observed at the connection to the needleless connector. The blood tubing had been primed without incident, was connected to the patient's central line, properly secured and had infused for 90 minutes at the time of the event. No patient harm was reported to have occurred.